Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient peritonitis event which manifested by stomachache. The cause was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovered from the event. Treatment for the event was not specified, however, it was reported that pd therapy was ongoing during treatment. No additional information could be provided as the reporter declined follow up.